Event description:
The service report shows that the high pressure alarm would not activate. The co's service technician inspected the device and replaced the high pressure alarm comparator. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.